Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump does not react on anything. Customer's blood glucose was 10 mmol/l. Customer removed the battery and there was no reaction on the pump.

Manufacturer narrative:
No alarms noted during testing. The pump passed the self test and displacement test. The pump had a cracked belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.